Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced set-up joint (suj2) due to error 32100. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the suj2 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted after customer reported error 32100 on universal surgical manipulator (usm) 2. The customer reported attempting recovery multiple times, but the error returned. At the time of the call, the case had been completed and the customer reported they no longer needed usm2. The tse noted that system logs were not available during the call. The procedure was completed with no reported injury.